Manufacturer narrative:
D4: product ID:9733575 lot number updated from unknown to 180521 h3: the cable was returned to the manufacturer for analysis. The cable was analyzed and no failure found with this part. Codes associated with the cable: fdr 213, fdc 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733575, serial/lot #: unknown; product ID: 9733437, serial/lot #: (B)(4). Patient information unavailable from site. Onsite functional and visual examination was performed by a manufacturer representative. Hardware parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The psu was returned to the manufacturer for analysis. Functional testing determined that the returned psu powered up on the test bench without the fault light on. However, a check of the event log showed a long history of intermittent voltage out of range for the battery, sensor, illuminator and external voltage dating back to (B)(6) 2019. The psu also failed an accuracy test (aak) at .40 mm with a passing threshold of .35 mm. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during electrode and probe placement procedure. It was reported that they were unable to track in a case. They were 2 hr in and the system was not detecting the reference frame all of the sudden. They exited and entered the software and were able to track for another hour, but then again the system was not tracking the frame. They exited and entered again, tracked a little longer, then lost it again. The surgeon then shut down fully and was then able to track for the rest of the case. There was a 40 min delay and no impact on patient outcome.